Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - the white fibrous foreign material clogged in the nozzle was presumed to have come from gauze, towel, or cloth from its shape/appearance but could not be further identified. It was further presumed that the fibers were likely from cloth utilized to wipe the device during cleaning and accidentally became lodged within the nozzle. The material then was not ejected, which caused clogging. The instructions for use (IFU) operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported that the angulation works but angulation control knob feels too loose and light with a flabby insertion tube on the evis lucera elite colonovideoscope. No patient injury or procedure impact was reported. During the device evaluation, it was discovered that the nozzle was clogged due to insufficient cleaning and sterilization. This report is to capture the reportable malfunction of the inadequately cleaned, clogged nozzle noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the issue of the angulation knob being loose was confirmed, but the issue of the flabby insertion tube was not confirmed. Additional issues were identified during the device evaluation: due to the wear of the angle wire, the play of the up/down knob is out of the standard value; the nozzle had a foreign object; due to the wear of the angle wire, bending the angle in the up direction does not meet the standard value; the adhesive on the distal sheath had a chip and crack with a white clouded area; due to the clogging of the nozzle, water removal ability does not meet the standard value; the adhesives around the objective lens and the light guide had a white clouded area; and the connector and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.